Manufacturer narrative:
(B)(4). Final analysis found a capacitor anomaly which resulted in high current drain. The high current drain likely resulted in the communication and output anomalies observed in the field. The component was replaced and the device exhibitted normal operation.

Event description:
It was reported that the pulse generator could not be interrogated and was issuing an audible alert. Testing showed a loss of device output. No patient symptoms were reported. The device was explanted and replaced on (B)(6) 2015. The patient was noted to be in good condition following the procedure.